Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 4469, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference on the atrial and ventricular channels. The ICD remains in use. No patient complications have been reported as a result of this event.